Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system would not turn on. Upon trouble shooting, the rse suspected that the reported issue was due to faulty pdm control board. The rse advised the customer to replace the rear panel. No further actions were performed by philips as there was no reply received from the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.